Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate. The physician inserted the occlusion balloon wire into the pt but the pt's vessel was very tortuous and there was a right angle on the distal side of the lesion. The occlusion balloon wire was advanced forward and the occlusion balloon was inflated to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician separated the occlusion balloon wire and the occlusion balloon still did not respond. The physician decided to remove the occlusion balloon still inflated. The physician was able to remove the device successfully. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.